Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent a CABG procedure on an unknown date and suture was used for the proximal anastomosis with mammary artery. The suture jumped and broke. The graft opened. The patient required intervention and underwent open artery by-pass graft. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/23/2019. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: date of the initial CABG surgery. Unk. When (how many days / hours post surgery) was the suture breakage noticed? Unk. What was the patient consequence? No negative effect on the patient. Was any surgical or medical intervention necessary? Please describe. The intervention needed was an artery by-pass graft open. Was a re-operation necessary? Unk. Date of the re-operation. Unk. How is the patient now? Unk.